Manufacturer narrative:
Evaluation of the returned device found evidence of damage which was most likely caused when the surgeon attempted to insert the lag screw through the nail. With the set screw set too low in the nail, the lag screw will not go through the hole properly.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot code / expiration date. Manufacture date. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-08787 / 08789).

Event description:
It was reported patient underwent a hip procedure on (B)(6) 2014. During the procedure, surgeon had difficulty inserting the lag screw to the end after the nail was implanted. The lag screw and nail were removed. A second nail was implanted but the guide would not disengage. The nail was removed and another nail and instrument kit was utilized to complete the procedure.